Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump repeated the load fill tubing step 2-3 times during the loading process. Tandem technical support assisted customer with successfully completing the loading process. Blood glucose was 110 mg/dl.